Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? No patient consequences - patient is going home today. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No changes in post-op care to my knowledge. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a anterior resection procedure the surgeon was prepared to use the powered ils on a patient - size 29. Device was inserted as per standard protocol - anvil attached via purse-string suture and ils gun inserted as per normal. Anvil was fixed to device properly and device was in green firing range. However, it was noted then that the device was not lit up despite the battery being inserted. Upon attempt to fire - nothing happened - it appeared that the device had no power. The anvil remained inside the patient and a second device of the same model and type was opened (another powered 29) and used to create the anastomoses. The patient did pass the leak test and no anastomotic leaks have been detected thus far. The surgery was delayed for 20 minutes. The procedure was completed successfully. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 08/24/2022. D4: batch # 290a22. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present and along with a tyvek. The washer was not received and there were staples present. No battery was received. When the test battery was installed the green checkmark does not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the device was dry fire five times, the device did activate on each firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. Do not inadvertently release the red safety or firing trigger until ready to fire the device. Releasing the red safety removes protection from premature firing which will compromise the ability to select the desired staple height. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.